Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device alarmed multiple bolus stopped alarms. Customer's blood glucose was 16 mmol/l. Customer was unable to clear the alarm. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump passed the full functional testing, including the displacement, rewind, prime/seating, basic occlusion and force sensor tests. The sleep current and active current measurements were within specifications. No unexpected bolus stopped alarms were noted during testing or noted on the formatted history file download. The power management parameters graph confirmed the unloaded voltage and loaded voltage was within specification range. The pump was received with a cracked keypad overlay at the select button, a scratched case, a fading serial number label and keypad overlay texture damage.